Event description:
The customer contact reported the patient received more medication than intended. At an unspecified time, the patient was admitted to the emergency room for hyperglycemia with a blood glucose level of >500mg/dl. At 1000, line a of the device was programmed to deliver 1000ml of sodium chloride, at a rate of 999ml/hr, and the delivery was started. At 1045, line b was programmed to deliver insulin 50 units/50ml, at a rate of 7ml/hr, and the delivery was started. After approximately 1 hour, the nurse noted the insulin container was empty. The physician was notified and ordered hourly monitoring of the patient's blood glucose (bg). The reported last hourly bg taken was 280mg/dl. There were no reported adverse patient effects. The customer contact reported that "the patient's glucose level did not drop." No medical interventions were required. The device was removed from clinical service. Though requested, no additional information was provided including if the therapy was resumed using a replacement device.

Manufacturer narrative:
The device passed testing for delivery accuracy. During testing, the device delivered a measured volume of 20.1ml from an expected delivery of 20ml. Delivery accuracy for this device requires delivery of 20ml +/-1ml (+/-5%). Based on the data verified, hospira could not attribute the issue to the device. The device history was downloaded at the service center. A review of the device history indicates that on (B)(6) 2011 at 1016, line a was programmed to deliver at a rate of 999ml/hr, with a vtbi (volume to be infused) of 999ml, for a duration of 1 hour, and the delivery was started. At 1018, the device alarmed with n186 distal occlusion. At 1020, the device alarmed with n101 no action alarm. At 1027, the device alarmed n102 infuser idle 2 minutes, and at 1030, the device was turned off. A review of the device history does not indicate any programming on line b for the reported event date. This report represents all the information known by the reporter upon query by hospira personnel.